Manufacturer narrative:
Concomitant medical products: w1dr01 ipg was implanted on (B)(6) 2021 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. It was also reported that there was a high impedance warning, over-sensing, noise and apparent non-physiologic oversensing visible via both current electrograms (egm) and atrial tachycardia and atrial fibrillation episode. The ra lead was reprogrammed remains in use. No patient complications have been reported as a result of this event.